Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device was received with normal operating currents and no unexpected battery out limit alarm during testing noted. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator or battery tube assembly during visual inspection. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that she changed the battery and the insulin pump alarmed battery out limit, which she could not clear due to the act, esc, up, down and back buttons not responding. The customer stated she was at the beach and had the insulin pump in a bag and placed it on top of the ice chest. Blood glucose value was 58 mg/dl; current reading is 139. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.